Manufacturer narrative:
The t:slim x2g6 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced an elevated blood glucose (bg) level of 500 mg/dl and high levels of ketones considered dangerous resulting in an emergency room (ER) visit. Customer was treated with intravenous fluids. Customer was released from the ER feeling better. Reportedly, the customer was using fiasp insulin within the cartridge at the time of the occlusion alarms. Tandem technical support educated the customer that per the t:slim x2 basal iq user guide, fiasp insulin has not be tested for use with the pump. Customer acknowledged the information.